Event description:
While using the cautery device, the surgeon suffered a burn to his hand.

Manufacturer narrative:
During surgical procedure and while using the cautery device, the surgeon suffered a burn to his hand. The burn was reported to be a size of a quarter of a dime. He washed his hands, changed his gloves and continued with the procedure. No medical treatment was initiated as a result. A damaged glove was returned for evaluation. The glove is not intended to function as an insulator for use with cautery devices. We have determined that user error caused the reported incident.